Event description:
The customer reported that they encountered no images (blank images). It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). The customer sent images and logs for review. It was later determined that the problem was caused by a software error and a software patch was released to correct the problem. (B)(4).